Event description:
Rptr is a physician and a diabetic. Rptr recently administered insulin based on the results of a blood glucose measurement obtained from a roche accu-chek advantage glucose monitor. The reading was 189mg/dl. Rptr went to bed and a short time later awakened diaphoretic with difficulty mentation. Rptr checked their glucose with another meter - 25mg/dl. Rptr has subsequently determined that the test strips are defective and give false readings. FDA has received over 500 reports of problems with these test strips according to the maude database. Rptr's research indicates that the FDA has been negligent in investigating these potentially deadly complications. Rptr intends to do a thorough investigation and to report the results in the medical literature and to the appropriate federal officials.